Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as upset stomach and treated with manual injection. Customer's blood glucose value was 255 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. The drive support cap appeared normal. Troubleshooting was performed and it was found that cannula was bent. Customer declined further troubleshooting. Insulin pump did pass high pressure test, self-test and displacement test. Sample infusion sets would be sent.